Event description:
A rental unit was taken off the shelf to be used as a demonstration model. At that time, it was noted that the high pressure limit did not function. The malfunction was discovered internally; therefore, no pt injuries occurred.